Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. At the time of receipt, the needle/stiffener were observed separated. The sample was visually inspected and found to be nonconforming with the needle/stiffener pulled out of the needle holder, confirming the received condition. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported of outer needle got detached. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cylinder was poorly fixed and got detached falling outside the eye while cutting during a procedure. The procedure was completed after replacing the product with another one. There was no patient harm.